Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) fired a single shock due to a wide complex tachycardia caused by a paroxysmal atrial fibrillation. The delivered shocks are considered inappropriate as this device is not designed to deliver therapy to atrial arrhythmias.the device has a history of delivering inappropriate therapy in the past. The device was upgraded to a bi ventricular implantable cardioverter defibrillator (ICD) and a node ablation procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction on field: explant date d7. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) fired a single shock due to a wide complex tachycardia caused by a paroxysmal atrial fibrillation. The delivered shocks are considered inappropriate as this device is not designed to deliver therapy to atrial arrhythmias. The device has a history of delivering inappropriate therapy in the past. The device was upgraded to a bi ventricular implantable cardioverter defibrillator (ICD) and a node ablation procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) fired a single shock due to a wide complex tachycardia caused by a paroxysmal atrial fibrillation. The device has a history of delivering inappropriate therapy in the past. The device was upgraded to a bi ventricular implantable cardioverter defibrillator (ICD) and a node ablation procedure was completed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) fired a single shock due to a wide complex tachycardia caused by a paroxysmal atrial fibrillation. The delivered shocks are considered inappropriate as this device is not designed to deliver therapy to atrial arrhythmias. The device has a history of delivering inappropriate therapy in the past. The device was upgraded to a bi ventricular implantable cardioverter defibrillator (ICD) and a node ablation procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.